Event description:
Surgery was being performed to repair a tear of the left acl, medial meniscus, and chondromalacia. The surgeon was using the 3.5 mm, 90 degree arthrowand. When the wand was manipulated to a different view, a small piece of metal was observed to be missing from the wand. The wand was removed from the knee for further inspection and the missing fragment was confirmed. An x-ray was obtained. The x-ray indicated that no foreign body was retained in the knee. The metal fragment was never revealed. The patient's condition remained stable. The procedure was completed without further incident. No patient injury was noted.